Manufacturer narrative:
(B)(4). Visual examination of the incident electrode found the tip was charred as if it came into contact with metal or excessive heat was applied. The electrode was functionally tested and no unusual effects were noted. The instructions for use state tissue buildup on the tip of an active electrode poses a fire hazard, especially in oxygen enriched environments. Keep the electrode clean and free of all debris. Do not exceed the maximum power limits as stated in the IFU. Exceeding these power limits may result in patient injury or product damage. Always use the lowest power setting to achieve the desired surgical effect.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the silicone envelope that covers the electrode caught fire during surgery. The fire went out without further consequence. Another device was used to complete the procedure. There was no injury to the patient.